Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving fentanyl 5000 mcg/ml at 250 mcg/day via an implantable pump. It was reported that during an extensive spine fusion procedure the catheter had been cut. The company representative was then called in to instruct the surgeon on how to reconnect the catheter segments with a pin connector form an 8596. As they begun the revision the catheter was accidently pulled from the intrathecal space. The decision had been made to leave the catheter inside the patient and :hopefully once the patient recovers from the surgery, they will have their catheter replaced at a later time". Patient weight and medical history were asked but remain unknown. At the time of this report the issue had been resolves and the patients status was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n192954007, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.